Event description:
Affiliate reports a transfer set was "found to be leaking when being used by patient in recovery room following insertion of tenckhoff catheter." Noted during use. No patient injury or medical intervention reported per baxter affiliate.